Event description:
It was reported the system was replaced. Additional information received reported there were no observed malfunctions of the implantable neurostimulator (ins). The reasons for the replacement were high impedance, a need for a lead revision, and low ins battery life. The new system is in place and working. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v293832, serial#, implanted: 2009 (B)(6), explanted: product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).